Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose levels (bgs) ranging between 380-429 mg/dl for the past 2 days. Customer treated themselves by correcting with a bolus. System check and troubleshooting was performed by tandem technical support and pump performed as intended, however the customer indicated that his test strips were expired. Recommendation was made that the customer procure unexpired test strip.